Event description:
The customer reported a leak when using the coulter® act diff 2 analyzer. The leak was described as one drop of clear fluid leaked from the probe and onto the cap of the sample. The leak was not contained within the instrument. The operator was wearing gloves and gown when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and determined the probe was bent and resulted in the leak from the probe wipe housing. The fse replaced the probe and the probe wipe housing to correct the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).